Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an unspecified infection. The pacemaker system was removed and replaced. The patient was stable.

Manufacturer narrative:
Section d4 d6a d6b h4 updated to reflect the correct device information.